Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pocket got infected and the entire system was explanted. The patient had no other symptoms and there were no device anomalies. The patient was stable throughout the procedure. A replacement device will not be implanted since the patient's conduction recovered.

Manufacturer narrative:
Analysis was normal. No anomalies were found.